Event description:
The facility reported a colleague infusion pump with failure code 808:04. The event was reported to have occurred upon power up. There was no report of patient/user involvement, injury or medical intervention. This involved a remediated colleague infusion pump with user interface module master software version 5.09.90. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 808:04 was confirmed by service. This condition was caused by dirt on the inlet valve on the pump head module (phm). The inlet valve on the phm was cleaned and dried to correct the reported condition. A follow-up report will be filed if any additional details become available.